Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off with 60% battery life remaining. Reportedly, following the shutdown, the battery will take up to 3 hours to charge. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.